Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that the valve embolization was likely due to patient factors (aortic valve area of 504 mm2 with mild calcification, in addition to a sigmoid septum). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr procedure, the 26 mm sapien 3 valve embolized into the aorta, where it was implanted. A bav, using a 23mm edwards balloon, was successfully performed using nominal volume. Once the valve was well positioned and confirmed that the deployment angle was accurate, the sapien 3 valve was deployed in the native aortic annulus under rapid pacing.  Post deployment it was noted that the valve was fully expanded, despite the sigmoid septum.  However, during balloon deflation, the valve embolized into the ascending aorta. Using the delivery system, the valve was brought into the descending aorta and deployed. The valve was then post-dilated using a 32mm coda balloon to secure its location. A new delivery system and 26 mm sapien 3 valve were prepped with +2cc added to the commander delivery system nominal volume.  The second valve was successfully implanted in the aortic annulus. The patient is doing well post procedure. Per medical opinion, the event was likely due to patient factors. The patient had minimal calcium in the annulus and has a sigmoid septum. The aortic annulus area measured 504 mm2, the annular diameter measured 25mm.